Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found.

Event description:
It was reported that during the implant procedure the stylet could not be advanced in the lead after it had been successfully used three times. The lead was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).